Event description:
Complainant alleged that during incoming inspection of the device, the unit displayed a "defib disabled" message upon device power up. In addition, the device displayed a "defib fault 72" message when the 30 joule self test was performed. The complainant indicated that there was no pt involvement in the reported malfunction.